Event description:
Pt diagnosed with tonsillar cancer on 9/8/94. On 11/22/94 pt had mandibular plate for stabilization. Sometime on 12/5/97 the pt called dr's office complaining of jaw pain. On 12/8/97 the pt was examined by a resident who determined that the mandibular plate was broken. On 12/9/97 pt had surgery to remove broken plate.